Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on-site and confirmed the reported technical error codes were present in the logs. The technical error codes did not occur during inspection. The inspiratory pressure transducer pcb and the expiratory channel pcb were replaced according to recommended action in the service manual. The system was tested with a test lung, it performed as expected, and has been returned for clinical use. The replaced parts were retained by the customer and not returned, which preventing further analysis. A complete set of device logs was received. Evaluation of the logs shows that prior to and after the event a successful system checkout was performed. The technical log shows on the date of event that the technical error code indicating safety valve open had been triggered several times in standby mode. The treatment began and shortly after start, the technical error code indicating apl pressure exceeded and the ventilation control error were triggered. The treatment was aborted due to the technical error codes present and the system was set to standby. The safety valve open alarm reappeared during standby. Our conclusion, based on the fse¿s findings and system log review, is that the replacement of the pressure transducer pcb and expiratory channel pcb resolved the reported issue. The system is functioning normally in clinical use and no further issues have been reported.

Event description:
It was reported that the anesthesia system generated technical error alarms for ventilation control error, apl pressure exceeded and safety valve open. There was no patient harm. Manufacturer's reference #: (B)(4).